Event description:
The pt's mother reported that her son was in the emergency room due to the pdm blood glucose meter reading incorrectly. The meter read 120 mg/dl, but when he went to the emergency room, he was in mild ketosis. They were able to decrease his blood glucose to 300 mg/dl. The pt's mother checked control solution on the pdm blood glucose meter and the result was 43 mg/dl. She called back to get a replacement pdm and said she would use another blood glucose meter until she rec'd the new pdm.

Manufacturer narrative:
The returned device was evaluated and performed within specifications. The reported malfunction was not confirmed. No defect or deficiency was found. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "if you are expecting symptoms that are not consistent with your blood glucose reading and you have followed all instructions described in this user guide, call your healthcare provider immediately." It advises, "you should perform a control solution test: when you suspect that your meter or test strips are not working properly, when you think your test results are not accurate or if your test results are not consistent with how you feel, when you drop or damage your pdm or expose it to liquids, and when your healthcare provider advises you to do so."